Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device was not returned for evaluation. Method: no testing methods performed.

Event description:
It was reported that a blade broke during a procedure. There was no report of patient impact or injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.